Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump due to the excessive length of the tubing to the reservoir causing the tubing to kink. The patient could only pump his implant three times and then the pump would stay collapsed. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Response received that the new pump worked perfectly and the desired result was achieved. No further surgery was necessary.